Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was received with the stent partially deployed on the delivery system. The investigator was unable to fully deploy the stent due to foreign material (fm) present within the main t-valve of the device. A visual and tactile inspection found no damage to the catheter. A visual and tactile examination identified no issues with the tip of the device. A visual examination of the main t-valve found a piece of foreign material inside the valve and protruding from the proximal end at the stainless-steel shaft. The fm has the appearance and elasticity of latex potentially originating from a glove. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 19jun2024. It was reported that the stent could not be deployed. The target lesion was located in the carotid artery. A 10.0-37 carotid wallstent stent was advanced for treatment. During the procedure, after reaching the lesion site, it was noted that the device could not be opened and could not be deployed. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed that the stent partially deployed on the delivery system due to foreign material (fm) present within the main t-valve of the device.

Event description:
Reportable based on device analysis completed on 19jun2024. It was reported that the stent could not be deployed. The target lesion was located in the carotid artery. A 10.0-37 carotid wallstent stent was advanced for treatment. During the procedure, after reaching the lesion site, it was noted that the device could not be opened and could not be deployed. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed that the stent partially deployed on the delivery system due to foreign material (fm) present within the main t-valve of the device.

Manufacturer narrative:
Corrected h6: device codes, component codes, and evaluation result codes. Device evaluated by MFR: the complaint device was received for product analysis. The device was received with the stent partially deployed on the delivery system. The investigator was unable to fully deploy the stent due to foreign material (fm) present within the main t-valve of the device. A visual and tactile inspection found no damage to the catheter. A visual and tactile examination identified no issues with the tip of the device. A visual examination of the main t-valve found a piece of foreign material inside the valve and protruding from the proximal end at the stainless-steel shaft. The fm has the appearance and elasticity of latex potentially originating from a glove. This concludes the product analysis.